Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer stated the monopolar instrument was not working with the erbe generator. The customer said they changed out the green cautery cord, the instrument and power cycled the erbe with no change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure continued without using the instrument. None of the monopolar ports were working. The generator was not exchanged during the case. The procedure was robotically completed with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported issue and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive erbe generator involved with this complaint to perform failure analysis. Failure analysis confirmed/replicated the reported complaint. The unit was placed on an in-house system and was run in normal mode. During instrument detection test, both the monopolar slots did not recognize the instrument.